Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The blood glucose of the customer was 96 mg/dl. Customer stated that 3-4 days ago her insulin pump said failed battery, customer stated that they took the battery out and put it back it and it still said failed battery. The customer reported that insulin pump working was working fine before. The customer reported that the battery compartment had crack and label worn off. The customer reported that display did not returned after the insulin pump restart. The device will be returned for the analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify battery failed alarm due to blank display. Also, received with moisture damage on the motor and force sensor. Device was also received with the serial number label faded and peeling.